Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2022, the patient arrived to the intensive care unit (ICU) post implant procedure on multiple vasopressors and inotropes for mixed cardiogenic and vasogenic shock. On (B)(6) 2022 bleeding was noted during index procedure. The patient had 3 chest tubes and an out put of 3300 cubic centimeters (cc) since their arrival from the operating room (or). In the operating room, after the heartmate 3 (hm3) was advanced to the apical sewing ring, the locking mechanism was opened, there was oozing noted between the connection of the left ventricular assist device (lvad) and the apical sewing ring. The lvad was rotated back and forth to get a better seal and the locking mechanism was secured again. Coagulopathy was corrected with blood products and hemo-stasis was improved. Post operative chest x-ray showed worsening left hemothorax. The patient returned to the or for chest re-exploration and evacuation of hemopericardium, left hemothorax, and control of mild chest wall oozing. The event was treated with inotropes and blood products and resolved without sequelae on (B)(6) 2022. On (B)(6) 2022 at 15:29, 2 days post operation, the patient was extubated. On (B)(6) 2022, they were randomized and was able to ingest the study medication. On (B)(6) 2022, the patient underwent a formal speech evaluation and despite no overt signs and symptoms of aspiration, the patient presented with significant risk and was recommended to keep them "nothing by mouth (npo)" except sparse ice chips and only necessary oral medications in applesauce. Subsequently, two attempts to swallow the study pill were not successful. On (B)(6) 2022, the patient did not pass the swallow test but passed the test and swallowed them on (B)(6) 2022.

Event description:
It was reported that the patient was coagulopathic following implant surgery with activated clotting time (act) of 200. There were no signs of right heart failure post 2 weeks after implant. On (B)(6) 2022, the patient also had worsened thrombocytopenia. 2 days post implant, thrombocytopenia nadir was 37000 which was mildly worsened form preoperative platelet nadir of 49000 taken the night before implant. No platelet transfusion was necessary, but the concomitant medication pantoprazole (a proton-pump inhibitor) was discontinued after the (B)(6) 2022 dose as it was thought to be the cause of the thrombocytopenia. The thrombocytopenia resolved on (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported bleeding between the interface of the pump and the apical cuff could not be confirmed through this evaluation as no images were submitted for review and the patient remains ongoing on pump support. A direct relationship between the device and the reported bleeding and other clinical conditions could not be conclusively determined through this evaluation. The patient remains ongoing on ventricular assist device (vad) support. The relevant sections of the device history records were reviewed, including the cuff lock installation and inspection, and showed no deviations from manufacturing or quality assurance specifications. Review of the lvad assembly device history records showed that the cuff lock installed on (B)(6) passed all inspection and testing. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. The IFU lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. The IFU provides instructions on all surgical procedures, including preparing the ventricular apex site and inserting the pump in the ventricle. The IFU cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 lvad. The patient care and management section provides information regarding anticoagulation, including the recommended international normalized ratio (inr) values. This document also discusses the potential development of right heart failure following implant and outlines the associated treatment options. Section 1 "introduction" explains that ventricular blood may flow either through the lvad or the aortic valve to reach the aorta, the proportion of which depends greatly upon the degree of the patient's cardiac function and the set speed of the lvad. If the slide lock mechanism on the heartmate 3 lvad fails to engage, do not make further attempts to engage until retracting the slide lock mechanism. Evidence of slide lock mechanism failing to engage will be either visual evidence of the yellow ¿wings¿ or a tactile feel of three ridges versus one. The slide lock will not engage the apical cuff unless initially fully retracted. If difficulty persists when engaging the slide lock mechanism, the lvad should be removed from the apical cuff to visualize what might be preventing the connection. The suture knots should not interfere with the connection. If a sealing agent is used on or near the apical cuff, it should not interfere with the slide lock mechanism. The surgical procedures section also includes information on de-airing the pump. During the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.